Event description:
Allegedly, during a turp procedure, the endomat pump tubing was mistakenly hooked up backwards. The doctor noticed the fluid was coming inflow instead of outflow. The hospital did not believe the waste fluid reached the patient's bladder but, as a precaution, IV antibiotics were administered to the patient. Hospital reported the patient is doing fine.

Manufacturer narrative:
Per the hospital, they wil not return the unit since it was user error.

Event description:
Allegedly, during a turp procedure, the endomat pump tubing was mistakenly hooked up backwards. The hospital did not believe the waste fluid reached the patient's bladder but, as a precaution, IV antibiotics were administered to the patient. Hospital reported the patient is doing fine.